Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. Following pre-dilatation, a 3.50 x 38 synergy¿ drug-eluting stent was advanced to treat the lesion. However, severe resistance was encountered during advancing and the device failed to cross the lesion. When the device was removed from the patient, it was noted that the distal edge of the stent struts were lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.